Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system always stops at 00:00 during startup. The system logfile was checked and troubleshooting found ¿image processing malfunction (missing image(s) on 2k2 display device)¿ and the cause of the issue could be the cmos battery in the large monitor control pc. The system started up when the fse turned on the front of the flexvision pc. However, to resolve the issue completely, the fse replaced the fru flex-pc hd (without snapshot), and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system won't boot up, stalling at 00:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the fru flex-pc hd (without snapshot component which returned the device to expected functionality.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.